Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional review of the manufacturer's device database indicated the patient previously had two model 3186 leads from the same lot implanted as part of her scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation, and as a result, the patient was no longer using her system. Subsequently, the patient's system was explanted during surgery on (B)(6) 2015.